Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that she was experiencing difference in sensor glucose and blood glucose level. Customer's blood glucose level was 39 mg/dl and her sensor glucose level was 102 mg/dl. The percentage difference was greater than 20%. Customer's blood glucose at time of call was 216 mg/dl and sensor glucose level was 221 mg/dl. The percentage difference was within acceptable range. Customer will not be returning the device for analysis.